Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the sample loop, and a loose ferrule from the injector valve port #4. The device was ramped up to a pressure of 17 mpa and the tubing was replaced from the bottom of the prefilter assembly to port 6 of the injector valve. The customer was able to run qc without any further issues. No further action was required by field service. The most probable cause of the reported event was due to peek tubing between the pre-filter and injector valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, the customer reported that there was a leak at the port on the injector valve with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.